Event description:
On (B)(6) 2012, the reporter contacted animas and stated that for the past few months, the patient has been having difficulty programming a bolus and changing the pump's settings due to the up arrow and down arrow keypad buttons requiring multiple button presses in order to elicit a response. The patient reportedly wore the pump in a case on the outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Device evaluation: (B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the up and down keys intermittently respond and require excessive force to activate. The keypad is torn at the "up" key. The keypad was removed to investigate and there was visible contamination under the key contacts. Unrelated to this complaint, the pump booted with pinkish contrast faded display screen. Pump cover removed to replace screen; pump booted to normal contrast with replacement screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.